Event description:
It was reported that pump displayed cgm error and caller was unable to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, successfully completed reset without further cgm error, and then successfully started sensor session.